Event description:
Baxter japan reported the following: in 2001, after approximately 900cc of wb had been processed via a plateletpheresis procedure, the donor developed urticaria on the donor's face and complained of itching. The procedure was stopped when 918cc had been collected as the donor's face had become redder and urticaria was said to have worsened. Eurax ointment was applied and the donor rested at the center for two hours. The donor's left the center in good condition, without any symptoms of urticaria. A follow-up call to the donor, by the center, one hour after this event, verified the donor remained without symptoms. According to the center donor stated: "there was no problem at all".